Event description:
According to the complaint, calcium levels measured on abl90 flex analyzer (B)(6) are too low in capillary blood samples taken from the heels of newborns. Capillary blood samples taken from patients during pneumology consultations do not have calcium levels that are too low. The newborns on the ward are mainly healthy and were born close to the due date. The results were compared with those from the abl800 and the laboratory. Measurements (same patient): (B)(6) 2024 (at 08:05): 0.59 mmol/l (discrepant) (B)(6).2024 (at 21:25): 0.74 mmol/l (discrepant) (B)(6) 2024 (at 00:06): 1.15 mml/l (comparison) (B)(6) 2024 (at 08:55): 1.23 mml/l (comparison) based on the discrepant results the patient was transferred to a different hospital unit.

Manufacturer narrative:
The hospital considers the issue with low ca++ measurements to be general, however they have only provided measurements for 1 patient, who was transferred to a different hospital unit based on the low ca++ measurements. Date of event is estimated.

Manufacturer narrative:
According to new information provided by the customer, the capillaries used to take patient samples used on the abl90 device in wolhusen, where they measured ca++ values that were too low, contained 240 iu of sodium heparin. The complaint investigation is still ongoing, hence there is no root cause available.